Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the batteries and pcb. Due to the internal corrosion the pod data was not able to be recovered, and the pod hazard alarm could not be confirmed. It cannot be determined if the internal leak caused the reported pod hazard alarm. The exact cause of the pod hazard alarm could not be conclusively determined. Lot release records were reviewed, and the product met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The investigation of pod found damage to the cannula. The complaint was originally coded as pod error hazard alarm during operation with high blood glucose levels.